Event description:
It was reported that the pt experienced a urinary tract infection (uti) that began on (B)(6) 2010. The pt's physician was out of town and unaware of the pt's uti. The pt stated that the occurrence of other uti's had been experienced, following the implantation of the interstim system. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).